Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump lost prime. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, there was a loss of primes observed in black box; force readings do not reach zero. The rewind, load, and prime steps performed successfully. Force sensor calibration test confirmed force sensor is detecting correct force at 5lbs. No loss of primes occurred during testing. Pump opened, and no damage found to force sensor circuit.